Event description:
It was reported, "before the case, the thd doppler probe was new, and when the case started, it was not picking up blood vessel signals. The surgeon increased pt blood pressure but no signal could be heard. The system was restarted and tried to use again the same doppler, but still no signal was heard and detected. Another thd doppler probe was used and it worked."

Manufacturer narrative:
The device was sent to (B)(4). Additional info could be provided upon completion of the technical investigation.